Event description:
According to the distributor, customer reportedly noted an occlusion in the absorber. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.